Event description:
During the procedure, when the user was advancing the needle, the guidewire appeared to be cut. Consequently, the user removed the device from the patient. No patient injury or adverse event was reported.

Manufacturer narrative:
(B)(4). The manufacturing documentation for the device used in this case was reviewed, and all quality and manufacturing release criteria were met. In addition, the complaint database was reviewed and no additional reports of this type were found for this lot. The device has not yet been returned to the manufacturer; however, a full evaluation will be conducted when the device is received and a supplemental report will be submitted when the investigation is completed. We will continue to monitor complaints for this failure mode via our standard complaint review process and data trending activities.